Event description:
Customer's wife reported that the customer received an errc 14 message appears on their freestyle freedom meter upon strip insertion. The customer's wife also reported the customer "loss functioning in his legs because his blood sugar gets too high." The customer went to the emergency room with his wife and was diagnosed with severe hyperglycemia and was treated with an intravenous solution and regular insulin. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.